Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during shunt percutaneous transluminal angioplasty, the fox plus balloon ruptured at 15 atmospheres during the fourth inflation. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.